Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day, the patient was hospitalized for the event. The patient was treated with injection ceftazidime (500 mg, route, frequency and duration not reported) and injection amikacin (125 mg, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s peritoneal fluid was clear. On an unreported date, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.